Event description:
Description of event according to initial reporter: during the procedure, after releasing the filter secondary legs, it was found that one of the filter primary leg was horizontal, the operator was concerned that the primary leg was puncturing the vessel wall, and then the filter were then removed with a set of gtrs-200-rb, and one new filter was reopened for use, and the procedure was successful. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device marketed under PMA/510(k) k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: after releasing the filter from the jugular introducer one primary filter leg was horizontal. Due to the risk of puncturing the vessel wall the filter was removed with a gtrs-200-rb and another filter was successfully placed. All components of the uni device were returned. On the filter the diagonal distance between two primary filter legs slightly exceeded and some secondary legs were unevenly distributed, but no more than what could be explained by the placement/removal of the filter. Consequently, based on the investigation findings the exact reason for the horizontal primary leg cannot be determined. The filter may have been slightly pushed during release, or the filter position may have allowed the leg to expand in a side branch or the like, but this is pure speculation based on the information provided. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.